Event description:
It was reported by stryker service tech don johnson that the customer alleged that the brakes could not be engaged. The customer did not know if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Manufacturers investigation is still ongoing; if additional information is received, a follow-up report may be submitted.